Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 28 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the distal half of the stent were lifted and pulled and bunched distally. The device was returned with the product mandrel stuck in the wire lumen of the device. The device was placed in water-bath to soak and the device was removed from the water-bath and the product mandrel was removed without issues. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent was caught on calcification during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. A recommended 0.014 guide wire was loaded into the wire lumen of the device without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-nov-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 4mmx22mm, concentric, de novo target lesion containing a greater than 45 and less than 90 degrees bend was located in the moderately tortuous and moderately calcified left circumflex artery. After the lesion was pre-dilated, a 28 x 4.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.